Manufacturer narrative:
The thermogard console (s/n (B)(4)) was evaluated by zoll service personnel at the customer site. The reported complaint that "the thermogard xp ivtm system did not complete the power-on-self-test (post), as the air trap was not detected" was confirmed during functional testing and the system's event log data review. The root cause of the reported problem was the defective air trap sensor block due to a possible overflow of saline into the air trap holder, likely attributed to user mishandling. There was no recent complaint reported for a leaking start-up kit (suk) by this customer. Visual inspection of the thermogard console was performed and found no physical damages. The system's event log data was reviewed and revealed multiple mid:09 (air trap assembly) error messages, indicating that the air trap sensors were defective. Therefore, the thermogard system could not recognize the air trap, confirming the reported complaint. During functional testing, the thermogard console displayed a mid:09 error message; the thermogard system did not recognize the air trap during power-on-self-test (post), confirming the reported complaint. During device inspection, dried saline traces were observed on the air trap sensor block. The defective air trap sensor block assembly was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The customer reported that the thermogard xp ivtm system (s/n (B)(4)) did not complete the power-on-self-test (post), as "check the following screen" indicated that the air trap was not detected. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.